Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Event description:
During an l4-s1 procedure, as the surgeon was putting the screw in the sleeve, the threads broke off affecting both the sleeve and the screw. This happened two times involving two screws and two sleeves. All parts were retrieved. A third sleeve and screw was used without incident. The surgery was prolonged maybe three minutes. This is 2 of 4 reports for the same event.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates (B)(4) manufacturing center manufactured the holding sleeve - long for matrix. The complaint condition is due to an unknown cause. The part exhibits slight scuff marks. The lot initially conformed to specifications and to the synthes incoming final inspection. Measurements (material type and heat treat) that could be taken were found to meet specification. A product development evaluation was also conducted and the report indicates the breakages on both holding sleeves occurred while fully inserted. This is indicated by the fracture point being 1.5mm from the most distal tip of the threaded sleeves. The driver may not have been fully engaged in the screw head prior to the sleeves being threaded into the screw head. Without the driver fully engaged in the screw drive recess, cross-threading may have occurred more easily as the driver engagement provides axial alignment. If then a bending load was applied during the tightening of the holding sleeve to the head with the scenario above, failure of the sleeves could have occurred in the manner described in this complaint. There is not enough information describing how the holding sleeves were assembled to the screws and whether or not the driver was engaged in the screw drive recess as described in the matrix technique guide. The design risk assessment was reviewed and found to be adequate for the intended use. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.